Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, g4, g7, h2, h10. The getinge field service engineer (fse) that evaluated the iabp as mentioned in the initial emdr, reported that was able to duplicate the customer's reported failure. The fse had ordered two safety disks, and tried both safety disks (sn (B)(6) and (B)(6)), but they were unsuccessfully on the iabp unit. The iabp unit failed the all manifold test, pim portion, 4th test. The fse troubleshooted both safety disks on another known good getinge owned iabp unit, and both disks failed the same test on the unit. The fse then tried the safety disk that was included with the iabp that was on the site on subject iabp unit, and successfully completed an all manifold test without exception, thus narrowing down the issue to the two afore listed safety disks. The fse received another order of safety disks, and installed a safety disk, and successfully completed two all manifold tests. All calibration, functional and safety checks to meet factory specifications was performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be summited upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11.

Event description:
N/a.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and noted that the safety disk needed to be replaced. A supplemental report will be submitted when additional information is provided. (B)(6).